Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that the insulin pump was exposed to an MRI scan. Troubleshooting was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm due to an out of phase motor encoder signal.